Manufacturer narrative:
The device was returned to olympus for inspection, and the tip of the scope was found to be burnt and deformed; however, the sharpness of the tip was not specifically noted. Based on the investigation, it is likely that the observed damage on the distal end resulted from improper handling of the device. However, the root cause of the complaint could not be conclusively determined. A device history review revealed no issues that could have caused or contributed to the reported issue. This issue is addressed in the instructions for use (IFU), instructions for use_ 99-1080_bg: "study this manual and other labeling thoroughly for safe handling and storage. Misuse of instruments can cause injury to the patient and could have an adverse effect on the procedure being performed. Do not drop instruments or allow them to be struck by other objects;" "keep the distal tip of any electrode, probe, laser fiber, or other ancillary device in the field of view at all times when active" (page 4). Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that the distal end of the rigid scope had burn damage and was sharp. This issue was found during reprocessing. There was no patient involved and there were no reports of patient harm.